Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced erosion of novasilk mesh, dyspareunia and pelvic pain. Excisions of the novasilk mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.